Event description:
This is a spontaneous report by a physician from the (B)(6) of break in aseptic technique and peritonitis in a patient coincident with the administration of peritoneal dialysis (pd) therapy. On an unreported date in 2010, a break in aseptic technique occurred. On (B)(6)2010, the patient was diagnosed with peritonitis manifested by abdominal pain and cloudy effluent and was hospitalized on (B)(6)2010. Lab tests and treatment received was not reported. It was unknown whether the events resolved. It was not reported if any action was taken with the drug. The reporting physician believed the event was related to a break in aseptic technique and not related to pd therapy. A causality statement was not provided for the break in aseptic technique.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy; therefore, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.